Event description:
Customer states there was not enough paddling on top of the immobilizer. The customer says the staves cut into the customer's leg. The customer has swelling and a rash on the back of the customer's leg. The customer notified the doctor when the problem began, but the doctor did not change the customer's prescription for the product the customer had worn since it was fitted in 2000. Also, velcro on button is worn out and the pt requests padding and velcro be sent to the customer. The customer was scheduled to wear the immobilizer for another 3 weeks. The customer gave a description of the immobilizer which is tentatively identified as 4463-03.